Manufacturer narrative:
Follow-up #1 date of submission 06/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings:investigation revealed that the battery cap threads were stripped. The battery cap was unable to secure to a test pump. The battery cap contacts were found to be within required specifications.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the battery cap threads were stripped. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.